Manufacturer narrative:
The customer¿s reported complaint of an over infusion of the medication fentanyl was confirmed. Physical inspection showed slight amounts of green deposits on the male iui connector contact pins. Dried yellow residue was noted on the bottom left area of the membrane frame. Log analysis results noted the pcu powered on at 11:54 pm on (B)(6) 2018, a day prior to the reported incident. Pump modules s/n (B)(4) (channel a), pump s/n (B)(4) (channel b), pump s/n (B)(4) (channel c) and pump s/n (B)(4) (channel d) were attached. The source pump module was identified as pump s/n (B)(4) (channel c) on the system. The profile in use on the day of the alleged incident was noted as ¿adult critical care¿. On (B)(6) 2018 at 11:55 pm, the source device was programmed with the medication fentanyl (drugid 157) as alleged on the reported complaint. The rate of infusion was entered at 100ml/hr with a vtbi (entered) of 50mls. Subsequent soft guardrails limit displayed ¿dose exceeds guardrails limit of 250mcg/h¿, the user selected ¿yes¿ to proceed with the programming. A default drug amount of 2500mg, a diluent volume of 50ml, a dose of 5000mcg/h and a concentration of 50mcg/ml were programmed. The infusion was started with pvi recording at 0.0ml. Pump module s/n (B)(4) infused until (B)(6) 2018 at 12:01 am when the device was paused and restarted five minutes later. At 12:26 am, an air in line alarm was exhibited and channeled off seconds later. The pvi was recorded infusing 45.656mls. At 1:11 am, the pump was programmed with fentanyl again; however the pump was channeled off and the unit was removed from the system seconds after the start of the infusion. The pvi remained the same at 45.656mls. Functional testing showed no anomalies. The root cause of the customer¿s report of an over infusion of medication was found to be the result of user programming.

Event description:
It was reported that a fentanyl drip (25,000mcg/50ml), programmed to infuse at 50mcg/hr was initiated at approximately 0020. At approximately 0110, the pump alarmed for air-in-line and the clinician noted the bag of fentanyl was empty. The clinician rechecked the programming of the pump and noticed it was infusing at 100ml/hr which they stated was not the original programming rate. The patient was intubated and receiving a levophed infusion from the previous facility. The clinician checked the patient's blood pressure and reported it to be stable.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that fentanyl was programmed to infusion at 50mcg/hr (25,000mcg/50ml) at approximately 0020. The patient was intubated and receiving a levophed infusion. At approximately 0110, the pump alarmed for air-in-line and the clinician noted the bag of fentanyl was empty. The clinician rechecked the programming of the pump and noticed it was infusing at 100ml/hr which they stated was not the original programming rate. The clinician checked the patient's blood pressure and reported it to be stable.